Event description:
A report was received that the pt had undergone a pocket revision due to irritation at the pocket site. The physician repositioned the pocket and the pt was reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.